Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced surgical revision, muscle tear caused by mesh, severe chronic pain, resection of the ilioinguinal nerve and nerve damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced adhesions, muscle tear caused by mesh, severe chronic pain, and nerve damage. Post-operative patient treatment included resection of ilioinguinal neurectomy, revision, cord lipoma removed and steroid injections post-op for pain.